Event description:
It was reported during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument tip was moving in the opposite direction than the surgeon was moving it. A new vse instrument was opened with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The vse instrument tips moved in the wrong direction. There was no shakiness and/or friction experienced or no instrument-to-instrument or system arm-to-arm interference. There was no external collisions. The vse instrument was inspected prior to use and had no damage found. The drape was not available for return. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product noting tip was moving in the opposite direction, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci vse to perform failure analysis. The vse instrument was analyzed and failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. No damage found. No ceramic dots missing.